Event description:
Target was informed that the gdc coil did not detach with the power supply, but detached while being retrieved. The pt was reported in good condition after the procedure. Additional info had been requested.